Event description:
Patient reported that she underwent total hip arthroplasty on (B)(6), 2003. Subsequently, the patient experienced pain and said the hip squeaks loudly and grinds. The patient also said that it feels like the hip shifts sometimes. Due to these reasons, she returned to her surgeon. According to the patient, the surgeon recommended revision due to bone loss. As of this date, no revision surgery has occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "postoperative bone fracture and pain". Device still implanted. This report submitted (B)(4), 2011.